Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: investigation summary complaint summary: it was reported that on (B)(6) 2019, a screwdriver snapped while tightening the locking mechanism of a trochanteric femoral nail advanced (tfna) nail during an orthopedic procedure. Another non-flexible screwdriver was used to complete the surgery. There was no surgical delay. Procedure outcome was successful. Patient status is unknown. Flow: broken. Visual inspection: the pictures of the 5 mm hex flexible screwdriver (part # 03.037.028, lot # unknown) was received at us cq showing the flexible screwdriver broken close to the handle of the device. This is consistent with the reported complaint condition, thus confirming the complaint. Document/specification review: the following drawing(s) was reviewed; flexible screwdriver hex5, cannu: se_384606 rev j. A DHR review could not be performed as the lot number is unknown. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screwdriver snapped while tightening the locking mechanism of a trochanteric femoral nail advanced (tfna) nail during an orthopedic procedure on (B)(6) 2019. No fragments were generated. Another non-flexible screwdriver was used to complete the surgery. There was no surgical delay. Procedure outcome was successful. Patient status is unknown. Concomitant medical products reported: tfna nail(part#unknown, lot#unknown, quantity 1). This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for complaint (B)(4).